Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedance test and the tablet stated that electrodes 1 and 8 may be shorted. The rep said the cause of the lead migration was not determined. The rep reprogrammed the patient and it was unknown of the lead migration had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative reported that the lead migrated down 1 vertebral body. After reprogramming the patient wasn't getting the relief she had in the trial and the paresthesia was in the lower legs when it was felt. An x-ray was performed and the radiologist noted the tip of one lead was at the bottom of t9 and the other was at t9/t10 and the original placement was at the top of t9. Reprogramming was done to the top most portion of the lead and it was unknown if the issue was resolved at the time of the report. No specific cause or environmental factor was known. The indications for use were spinal pain and post lumbar laminectomy syndrome.